Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the physician attempted to fixate the right ventricular (rv) lead but it kept dislodging. The rv lead was attempted but not used and an active fixation lead was implanted instead. No patient complications have been reported as a result of this event.